Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The swing arm was returned for evaluation, and subsequent testing verified the complaint. The swing arm was repaired and returned. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states swing arm is bent.